Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery is not functioning. The rse evaluated the device remotely and determined that the battery is not functioning. As a result, a replacement battery (pn: 989803206781) was shipped to the customer to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was determined to be due to a malfunction of the battery. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was replaced to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This issue was confirmed to be a duplicate or continuation of a previous case, (B)(4), which was reported on MDR number 3030677-2025-000165. As such, (B)(4) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in (B)(4).

Event description:
It was reported to philips that the efficia dfm100 defibrillator's battery is not functioning. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillators battery is not functioning. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.